Event description:
One resolute onyx coronary drug eluting stent was attempted to be used. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the device failed to cross the lesion. Further dilation was then performed. A second resolute onyx stent was also used in the procedure. The device was inspected before use with no issues noted. No resistance was noted while advancing the device to the lesion and excessive force was not used. This stent was unable to cross the target lesion. It was later reported that the second resolute onyx stent also dislodged in vivo when attempting to deliver the stent to the lesion. The dislodged stent was gently removed from the vessel. No intervention was required to removed the dislodged stent. No patient injury was reported.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were expanded. The inner lumen patency was verified with a 0.015 inch mandrel. Deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.